Event description:
The rptr indicated that the pt had a cardizc arrest and was externally defibrillated by the emergency medical system. Inquire of pacemaker showed the "eri" screen and the magnet rate was 80 ppm with intermittent capture. From the progammer, the rptr selected special adjustements from the main menu and then did a backup reset. The electrocardiogram now shows noncapture, although the pacer was programmed to maximum output. The device was removed during an evoked potential study and will be returned for analysis.